Manufacturer narrative:
(B)(4). Date sent: 6/24/2024. D4: batch # y7005l. Additional information was requested and the following was obtained: "1: the small perforation was repaired with a well-functioning clip. This part of the cysticus came with the gallbladder out of the patient. 2: there was no bleeding because of this. 3: no blood transfusion was given. 4: I do not know the patient's current situation. (I would certainly believe that I would have heard it if it had had consequences for the patient.) 4: it had no consequences for the patient or changes in post-operative processes." Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. One scissored clip was returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed three(3) scissored clips due to the misaligned condition of the jaws; finally the instrument locked out as intended. The event reported was confirmed and it is related to improper use of the device. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/28/2024 d4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "how was the "small perforation on the cystic duct" repaired? Did bleeding occur? Were blood products given? If so, how much? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, the first clip is perfectly formed and fits as it should. When the 2nd clip is fired, the clip is skewed, the clip legs cross over each other. The clip stays on the cystic duct, but sits crooked. The clip makes a small hole on the cystic duct. Placed a new clip next to the crooked clip. Removed the instrument from the patient and tests the instrument by firing clips outside the patient. The 3rd clip also fires crookedly. After that perfect clips are then fired. The instrument is therefore inserted into the patient again and the operation is completed with the same instrument. The 2nd clips placed made a small perforation on the cystic duct. No further harm or consequence for the patient.